Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the removal of a tibia plate with locking screws in the dial cluster. One of the locking screws broke upon removal. It snapped at the junction of the screw head and threaded shaft. A delay in surgery of greater then 30-minutes was reported. No additional patient consequences were reported.